Event description:
It was reported that the device was explanted after 55 months of implant duration due to unknown reasons. Another valve was implanted. It is now known that the patient has expired. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.